Manufacturer narrative:
The reported field event of high pacing lead impedance was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, pacing lead impedance was observed on the right ventricular (rv) lead. The impedance rose gradually and linearly over a year period. The lead was explanted and replaced without complication. The patient was stable.